Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? What is the lot number? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? Are there pictures of the damaged device available? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. While attempting to attach the dual applicator to the product, the staff was unable to unscrew the lure locks on the applicator. A second dual applicator was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested